Event description:
Imp # (B)(4).

Manufacturer narrative:
Confirmed customer complaint. This unit came in with degraded hard drives. The cns hard drives could not be recovered they froze at 16% completion. Both hard drives were replaced and the repaired unit was returned to the customer.